Event description:
On (B)(6) 2018, the lay user/ patient contacted lifescan (lfs) USA alleging that her onetouch verio2 meter was reading inaccurately high compared to another, unknown, meter. The complaint was classified based on customer service representative (csr) documentation. The patient reported that her onetouch verio2 meter began to read inaccurately at 9:35am on (B)(6) 2018, when she obtained the alleged inaccurately high result of ¿180 mg/dl¿, compared to a result of ¿68 mg/dl¿ obtained with another, unknown, meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages her diabetes with metformin (500mg, 3 times a day before a meal), novolog (sliding scale) and lantus (50 units at night). She denied taking any action, over and above her usual diabetes management routine in response to the alleged product issue. The patient reported that 1 minute after the start of the alleged product issue, she began to develop the symptoms of ¿shaky and sweaty¿. She denied receiving any treatment beyond her usual routine of diabetes management and care in response to the alleged symptoms. During troubleshooting, the csr confirmed that the subject meter¿s unit of measure was set correctly at the time of testing, the patient¿s testing process was correct, and the results were obtained from an approved sample site. The csr verified that the patient had been using expired test strips to test her blood glucose. Replacement products, including test strips, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurately high blood glucose result with the subject meter.